Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 204, 205 and 204 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 161 mg/dl and 146 mg/dl. The product is stored according to specification on the customer's desk. The test strip lot manufacturer's expiration date is 01/22/2018 and open vial date is 11/04/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: 204mg/dl, 205mg/dl,204mg/dl. The customer hadn't made any changes to diet and customer is presently not medicating (on doctor's orders-controls her levels with diet).